Event description:
The customer reported that the ventilator would operate on backup battery power but would not operate on ac power when plugged into the wall ac outlet. The ventilator was not in use; therefore, there was no patient involvement or harm. As the device was out of warranty, the manufacturers service technician advised the customer that the power supply need to be replaced to address the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Out of warranty; no request for service.